Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced on (B)(6) 2016. There were no complications and the patient was discharged from the hospital.